Event description:
During an atrial flutter (afl) procedure it was reported the stockert did not deliver rf, the temperature did not change when passing from low to high speed when using the cool flow pump. The intracardiac signals on ep recording systems did not change. Non bwi catheter was used. Stocket setting was verified to be fine. Additional information provided stated the physician did not think there was any potential risk to the patient due to this malfunction. The patient was under local anesthesia. The patient was required to stay 4 more days at the hospital. This makes this event a reportable event due to the prolonged hospitalization.

Manufacturer narrative:
(B)(4).